Event description:
The customer reported erroneous low platelet (plt) test results were obtained for one pt sample run on separate dates when using the coulter lh 500 hematology analyzer. There were instrument generated messages with the test results. Erroneous test results were reported out of the laboratory. The physician questioned the results. Their plt estimate shows approx a 250 count with many giant platelet forms. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 2 events reported by this customer. Subsequent testing of this pt's initial sample was made on a separate date and will be documented in a separate MDR.

Manufacturer narrative:
Erroneous platelet (plt) results occurred on a specific pt sample. Samples were collected in a 5 cc vacutainer and was sampled < 2 hrs after draw. Controls are run on each shift. Controls were run before and after the incident and recovered within quality control specifications. Service was not dispatched for this event; however, instrument data rec'd from the customer was evaluated. The root cause is unk; however, the instrument properly flagged the sample to alert the operator to review the sample. Additionally, per labeling giant platelets is a known interfering substance. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This medical device report (MDR) represents event 2 of 2 reported by this customer. This MDR is related to the following MDR: 1061932-2011-01625.